Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Insufficient information was available for log review.

Event description:
It was reported that during an unspecified da vinci-assisted procedure, the surgeon sustained a burn while using an unspecified finger-switch monopolar instrument. The unspecified instrument was reportedly not an intuitive product. The severity of the burn and whether any medical treatment was required remain unknown. The procedure was completed robotically without delay or further incident.

Manufacturer narrative:
Updated section: h3. Additional information: an intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the customer reported problem that the finger-switch on the monopolar instrument was burnt. The integrated electrical surgical unit was replaced, and the system was tested and verified as ready for use.